Event description:
It was reported the patient had a superficial skin irritation at the ipg site at the six week follow up appointment. The physician placed the patient on antibiotics as a precaution. At the appointment on (B)(6) 2013 the issue had resolved, and there was no longer a skin irritation present. The scs system was providing effective stimulation.

Manufacturer narrative:
Method: - the device history and sterilization records were reviewed. Results: -the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.